Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2000. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient sustained injuries on or about (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2000 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of bard flat mesh (device#1). Per operative notes, ¿the scar tissue was dissected. There was omentum attached to the incision. All the adhesion was removed. A bard flat mesh was inserted and secure it suture.¿ (B)(6) 2017 - patient was diagnosed with abdominal wall adhesions, no evidence of hernia thereby underwent laparoscopic with lysis of adhesion. Per operative notes, ¿several loops of small bowel were adhered of the mesh. A small piece of mesh was cut along with small bowel and severe adhesion. No hernia was identified, and the mesh seemed intact with no evidence of recurrent hernia.¿ (B)(6) 2017 - patient was diagnosed with significant pneumoperitoneum as well as intrabdominal and subcutaneous fluid thereby underwent open surgery with explant of bard flat mesh (device #1). Per operative notes, ¿inflammatory adhesion of bowel was in abdominal wall. All the bowel adhesions were taken down. Previously placed mesh was draped over. Exposed mesh was explanted mostly.¿ (B)(6) 2017 - patient was diagnosed with incision, wound and small hernias thereby underwent open repair with excision debridement of abdominal wounds, hernia dissection. (B)(6) 2018 - patient was diagnosed with incarcerated abdominal wall hernia, nonhealing surgical wound thereby underwent open repair with explant of shards of bard flat mesh (device #1) and implant of synthetic mesh.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2000. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient sustained injuries on or about (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.